Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se found a post inhalation auto zero test failure error code. The se reset the sensor board connections and the ventilator passed all testing.

Event description:
It was reported that the ventilator was not passing power on self test (post). No patient involvement. Event date not specified, estimate used.